Manufacturer narrative:
On 6/8/2018, the device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant products: mentor smooth uhp 1240cc, catalog #35051240l, lot #7419578, sn #(B)(4). (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient who was diagnosed with stage ii right upper lateral quadrant ductal breast cancer in (B)(6) 2014, underwent bilateral skin sparing mastectomies (prophylactically in left breast) in (B)(6) 2014, had mentor cpx4 tissue expanders placed bilaterally before reconstruction and underwent breast reconstruction with mentor smooth uhp 1240cc study gel devices on (B)(6) 2017 developed right breast baker grade iii capsular contracture that was observed on (B)(6) 2018. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
The suspect medical device reported in the initial report is a device not marketed in the us, and as such, is not subject to MDR reporting. Therefore, no additional follow-up reports will be sent. Manufacturer¿s reference number: (B)(4).